Event description:
A customer reported to baxter (B)(4) of 1 unit of a vented solution set in which there was no flow in the tubing after propofol was spiked. There was no patient injury. The customer also stated that this is an ongoing problem with the tubing requiring a vented spike. This condition occurred during priming; however a patient was involved and medical intervention was necessary. The patient was waking up and becoming agitated pulling at lines and ER tube. This required a bolus dose in order to ensure his safety. The bag was not squeezed per label copy as the propofol is in a bottle, it is unknown if the valve was inverted and tapped per label copy, and the drip chamber was about half full.

Manufacturer narrative:
(B)(4). A sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. The batch review cannot be performed since there was no lot number provided.